Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that "my son's oxygen dropped to 20 in the middle of the night and the alarm did not sound at all. He was sitting at 20 for god knows how long and it did not go off at all. He is in the hospital right now recovering. I woke up in the morning to him unresponsive". No known impact or consequence to patient.

Manufacturer narrative:
(B)(4).